Manufacturer narrative:
Per tandem's user guide: if basal-iq technology is on and has suspended insulin delivery during an extended bolus, all remaining bolus insulin will be canceled. If desired, a new bolus must be initiated after insulin delivery has been resumed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (value not provided). Reportedly, the cause was customer believed when the pump's basal-iq feature suspended insulin, a correction bolus could not be delivered. Tandem technical support attempted to follow up with the customer, however, no response was received.